Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shocks and anti-tachycardia pacing (atp). The patient was admitted to the hospital after tachy therapy was delivered. Additionally, the patient had a known history of atrial fibrillation (af), and it was suspected that tachy therapy was inappropriately delivered due to af with rapid ventricular response (rvr). Review of therapy zones showed unusual programming of the vt-1 monitor only zone with detection enhancements and the vt zone at 140 beats per minute (bpm) with no detection enhancements. However, the health care professional (hcp) was not sure why the ICD had been programmed that way. Additional review of a stored ventricular episode shows 5 bursts of atp were delivered, despite programming reflecting 10 bursts of atp were available. Technical services (ts) explained that atp timeout was met, however turning off atp timeout would allow the device to deliver all 10 bursts of atp. Technical services (ts) reviewed troubleshooting options and further programming considerations. This ICD remains in service. No additional adverse patient effects were reported.